Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, a lantern delivery microcatheter (lantern), and a non-penumbra base catheter. During the procedure, the physician advanced the lantern through the non-penumbra base catheter to the target location. While attempting to advance a pod coil through the lantern, the physician experienced resistance, and the pod coil would not exit the distal end of the lantern. Therefore, the physician decided to retract the pod coil. While retracting the pod coil, the physician met resistance, and the pod coil unintentionally detached inside the lantern. It was reported that the non-penumbra base catheter was pinching into the lantern on one of the turns in the splenic artery that caused the mid-distal portion of the lantern to kink. Therefore, the lantern containing the detached pod coil was removed from the patient. The procedure was completed using two non-penumbra coils and the same non-penumbra base catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.